Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son in law reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl. The other relevant blood glucose level was 196 m/dl. The customer treated with food for low blood glucose. The customer also stated that the insulin pump had multiple pump error. Troubleshooting was performed for pump error and noticed that the pump error reoccurred after battery change. The reservoir will not be returned for analysis.